Manufacturer narrative:
(B)(4). Unit alarmed external flash crc error during self test, problem isolated to mother board.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. They were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.